Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited loss of capture episode. Upon review the loss of capture appeared to be an isolated incident after looking at patient history. It was suggested that this may had been a changing threshold due to age of implant, leads and other factors. Monitoring of these events was advised.